Event description:
Customer called requesting a log review for an infiltration in the hand of a (B)(6) patient. Infusion was d5lr at 72ml/hr. Medical intervention was required, patient had to have a fasciotomy to relieve the effects of the infiltration. The extent of the injury is not known, and it is not known if there is any permanent damage related to the infiltration. Nursing staff says they relied on pressure alarms to indicate an infiltration because they were unable to continuously visualize the peripheral site; that due to patient's hypothermia, they were using a bair hugger warming blanket so they could not look at the site. Customer does not claim a product problem, however he would still like to have log review to help him identify what was programmed, how much fluid the patient actually got leading up to the time in question, and what alarms occurred.

Manufacturer narrative:
(B)(4). Logs review pending. Device logs have been received. A follow up report will be submitted once the logs have been evaluated or any relevant information is obtained. Customer was provided with a section from the alaris system directions for use which states "the device is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions. The customer was also provided with a section from the most recent journal of infusion nursing ((B)(6) 2001) standards of practice which references infiltrations and states that clinicians cannot rely on IV pumps to detect and alarm for infiltrations because the pumps are not designed to do so.